Manufacturer narrative:
Pc (B)(4). Batch # r58m2z. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45w partially fired 1/10 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a vats lobectomy procedure, the device locked during stapling, could not open the device anymore. What action was taken/required to manage the problem during the procedure ? With same like product. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? A minute longer due to change of device.